Event description:
Consumer called to report her meter not reading accurately. Had it tested against a lab reading. Analysis run on consensus error grid using lab reading (54-56) as reference point vs. Bd readings (103) yielded data points in the c range of the grid, outside of acceptable limits.

Manufacturer narrative:
Awaiting return of product to conduct quality investigation.